Manufacturer narrative:
No sample evaluation was performed as no sample was received. A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The product was 100% pressure checked at 1 atm above rated burst pressure (mp665a) during the manufacturing process. Also, the product was visually inspected and inflated at a sample size at qc (ipg465). It was reported that the balloon burst and caused a hole in the ureter. Balloon catheters are designed to be used with liquid and to fail in a benign mode to minimize the risk of damage. When the balloon fails with all of the air removed from the system, the hydraulic pressure does not exert additional force or implact on the vessel being dilated. The balloon is designed to fail in a longitudinal direction which also helps minimize damage. The customer reported that all of the air was properly removed from the balloon which would suggest that high pressure may have caused the hole and not the failure of the balloon. Dilation balloons are used in the ureter to gain access and dissect strictures. It is more common to use the higher pressure capabilities of the catheter to dissect a stricture. In this type procedure, the ureter is intentionally dissected or opened up and a stent is placed to help heal the ureter. The type of procedure and the pressure used are determined by the physician. Whether a simple ureteroscopy was done or a dissection of the ureter, the ureter is always assumed ot be damaged and a ureteral stent is usually placed to facilitate healing.

Event description:
It was reported that the balloon ruptured at 17 atmospheres while in the pt's ureter for less than one second. It was alleged that this caused a hole in the ureter that allowed the contrast media to leak out of the ureter. A ureteral stent was placed to allow the ureter to heal.